Event description:
A technician reported that a patient presented with grade one diffuse lamellar keratitis (dlk) one day following bilateral lasik surgery and epithelial ingrowth one week postoperative. The flap was lifted and rinsed to remove the ingrowth. The event resolved following treatment. There are two medical device reports associated with this e vent. This report is for the right eye.

Manufacturer narrative:
Evaluation summary: the device history records (DHR) for the device were reviewed. The associated device was released based on acceptance criteria. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).